Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass it was discovered that the oxygenator had been setup incorrectly. The "gas in" line had been connected to the "gas out" port of the fx15 oxygenator. This error was not found until approximately six minutes into cpb. The first blood gas taken had a po2 of 39 and an sao2 of 84%. Because of the case type, the patient was under immediate cooling for circulatory arrest as part of the routine procedure. Once the problem was identified, the lines were switched and the case continued. There was no blood loss associated with this event. The lowest sao2 noted on the cdi was 50%. After completion of the surgery, the patient was followed and was extubated the next day. There does not appear to be any deficit with the patient.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).